Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in b1(is product problem); d3(manufacturer fax) b1: ticked to capture malfunction problem. The cause of the issue was likely use related as extra suturing resolved bleeding issue. The cause of the issue was not established as no product or logs were returned for analysis and limited clinical information was provided.

Manufacturer narrative:
D4 serial number and UDI were updated to remove leading 0s.

Event description:
An impella rp flex device was inserted via the right femoral vein in a 68-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of prior coronary artery bypass grafting (CABG) and known coronary artery disease. The impella cp was placed for cardiogenic shock, followed by placement of an impella rp for right-sided support. Hemoglobin decreased from 9.6 g/dl to 7.6 g/dl. The patient experienced bleeding from both groin sites. An additional stitch was placed at the rp site, and manual compression was applied. Bleeding subsequently stopped. The patient was transferred to the unit and repeat labs were obtained. Placement signal unreliable alarm occurred. The patient survived to explant. The reported major bleed is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support. The placement signal issues had no impact on the patient's hemodynamics.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.